Event description:
It was reported that the device exhibited depleted battery issues. There was no patient injury reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the top case was chipped. The device's event history log was reviewed for evidence of the reported event and found there was a battery not working alarm in the log. To conduct functional testing, the device was powered up. Upon review, the reported problem was duplicated, the battery was dead and would not take a charge. The root cause was unable to determine, did not notice any external damage to the battery or interconnect board. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.